Event description:
The sales rep has been contacted by the hospital through surgeon concerning a male patient born (B)(6) operated at (B)(6) hospital with a now broken exeter hip stem (B)(4) . Primary surgery was 2008-(B)(6). A revision surgery is planned on (B)(6).

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem and was reported. Visual inspection of the returned device confirmed the neck of the stem is fractured through the pre-hension hole. The medial surface of the exeter stem has surface indications consistent with damage resulting from cement mantle break down. The material analysis report concluded: the exeter stem fractured in fatigue with the origin at or near the prehension hole side wall. The stem material was consistent with the astm f1586 and iso 5832-9 alloy. No material or manufacturing defects were observed on the surfaces examined. The exact cause of the event could not be determined based on the information provided. However, a review of the medical records by a clinical consultant concluded that age-related muscular atrophy and/or surgical approach related factors may contribute to joint laxity causing micro-separation in the arthroplasty during the swing phase of the gait cycle contributing to overload in the stem neck area during initiation of the stance phase. This may cause fatigue fracture of the exeter stem neck although conclusive evidence is missing. This is nevertheless a likely failure cause from the clinical perspective. The device history review and complaint history review were not performed as the lot details were not provided and were not legible on the returned device.

Event description:
The sales rep has been contacted by the hospital through surgeon concerning a male patient born (B)(6) operated at (B)(6) hospital with a now broken exeter hip stem 05801442 . Primary surgery was (B)(6) 2008. A revision surgery is planned on the (B)(6).

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.